Event description:
It was reported that the customer had issues of vapor locking with the drain bag and tubing meaning that the urine would not flow to the bag until either they shook the bag or hooked up a syringe without a stopper and allowed air to flow into the line. Representative instructed that the vapor locked drainage bags were an ongoing issue and suggested exercising sides of drain bag and or taking bags off and reconnecting to release vapor lock. Advised that exercising drain bag prior to attachment to release vapor lock, checking for kinks, proper positioning of bag and to ensure foley catheter or tubing not clamped off were usually helpful in identifying the reasons the bag was not draining properly. Another issue was called dependent loops. Stated that was how the drainage bag tubing was placed can encourage drainage or impede drainage. The effect of placement on the drain bag could cause urine to sit in tubing and to position the tubing in as straight a line as possible for drain bag to function as intended.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "obstruction in tube or kinked tubing". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the (unk urine collection) product ifus were found to be adequate based on past reviews. Correction: g h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that the customer had issues of vapor locking with the drain bag and tubing meaning that the urine would not flow to the bag until either they shook the bag or hooked up a syringe without a stopper and allowed air to flow into the line. Representative instructed that the vapor locked drainage bags were an ongoing issue and suggested exercising sides of drain bag and or taking bags off and reconnecting to release vapor lock. Advised that exercising drain bag prior to attachment to release vapor lock, checking for kinks, proper positioning of bag and to ensure foley catheter or tubing not clamped off were usually helpful in identifying the reasons the bag was not draining properly. Another issue was called dependent loops. Stated that was how the drainage bag tubing was placed can encourage drainage or impede drainage. The effect of placement on the drain bag could cause urine to sit in tubing and to position the tubing in as straight a line as possible for drain bag to function as intended.